Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the complaint acknowledges that the bipolar instrument arced, smoked, or the conductor wire was broken/damaged at the main tube/roll gear junction at the proximal end with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted procedure the surgeon indicated the maryland bipolar instrument arced. The user indicated the arcing event occurred around the yellow wire of the instrument. The intuitive technical support engineer (fse) confirmed that there was no issue found when the instrument was inspected prior to use. The user explained that the arcing event occurred about two hours after the start of the surgery. There was no instrument collision reported and the surgeon completed the procedure. There was no reported patient injury nor harm that occurred. Additionally there was no report of the patient returning to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, and h10. 61 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue as the instrument was found to have charring and localized melting at the grip base between the grips. The instrument was tested and passed electrical continuity test. Fa concluded that this failure is due to user mishandling/misuse caused by insulation degradation and carbonized tissue creating a conductive pathway. Additionally, an intuitive clinical development engineer (cde) completed video analysis review of the procedure: it was observed that a flash emitted from the maryland bipolar forceps, which was followed by a second flash. There were no observed collisions initially, but there were numerous collisions with the suction irrigator afterward and up until the instrument emitted another flash. The flash appeared to come from the area near the cautery wire and the plastic proximal to the jaws. The cde observed the instrument had thermal damage. The maryland bipolar forceps instrument was eventually replaced with a monopolar curved scissors (mcs). Based on the failure analysis results the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.